Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure shortly after the replacement the plug/cap opened on its own. This device is implanted. The device will be exchanged for a new button replacement gastrostomy device after march. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.